Manufacturer narrative:
Ethnicity: unknown, not provided . If implanted; give date: not applicable as lens was removed and replaced. If explanted; give date: not applicable as lens was removed and replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed and replaced due to a scratched lens. There were no vitrectomy, sutures or medical/ surgical intervention required. The procedure completed successfully using the same model and diopter. The patient is doing fine. No additional information provided.

Manufacturer narrative:
Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. Historical data analysis: the search revealed that no other complaints have been received for this po. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.